Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that there have been syringe modules that have had communication errors. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report event of the ¿communication errors¿ could not be confirmed; the suspect or concomitant devices were not returned for investigation. No suspect or concomitant devices were returned for this investigation; therefore, an inspection and testing could not be carried out. The bd alaristm system with guardrails¿ suite mx (v12.1.3): due to the intermittent nature of a wireless environment, some data can be lost if a connection cannot be established or is lost. The systems manager and wireless network card are designed to minimize these incidents but cannot eliminate them. Pre-population of infusion parameters reduces the number of programming screens and key presses required with manual programming. There are no differences in programming screens, prompts or the user interface between the system with interoperability and the system without interoperability. The implementation of interoperability does not preclude a clinician from manually programming the system. Manual programming is required in the event of a failure in any component of the interfaced system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿communication errors¿ could not be determined due to the suspect or concomitant devices not being returned for further investigation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that there have been syringe modules that have had communication errors. This was reported to bd representatives during site visit. There was patient involvement but no harm.